Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the device was being used to deliver therapy during a cardiac arrest. The unit shut down while charging up to deliver therapy. The customer did not have a spare battery available during transport to the hospital. Once at the hospital, the staff attempted to deliver therapy however the patient passed away.

Manufacturer narrative:
The device was returned to bench for evaluation. The customer reported that the involved device had one battery in place and had an ac power module also in place. The ambulance does not have an inverter and they did not have a spare battery in the ambulance. The customer stated that the battery has never had calibration or maintenance performed since they purchased it. The battery was showing 5 leds for most of the event and then no leds. The date code of the involved battery is 13326-0204-p rev l (manufactured in 2013). The battery was 75% charged when it arrived at philips. Some battery failure errors are noted in the auto test logs. The device was left plugged in overnight to charge battery and battery was not fully charged in the morning. Battery calibration was attempted and left overnight again. Battery calibration was unsuccessful with unit and with the cadex charger. The battery will not hold a charge. Philips recommends replacing the battery as the battery age is past the two year service manual replacement recommendation. When tested with a fully charged and functional battery, the device passed all performance assurance testing and was returned to the customer. The unexpected shutdown of the device was due to an aging battery that had not been maintained via calibration over time. There is no indication of a systemic problem; no further investigation or action is warranted.